Event description:
The adenoid tip was broken prior to use/during the connection to the wand.

Manufacturer narrative:
The adenoid tip and hand piece, were returned for investigation. The bendable section of the adenoid tip was separated from the finger grip. The root cause of this failure can be attributed to the glue bond between the tubing and finger grip. Also the bendable tube has a glossy finish, which may makes it difficult to produce a strong bond between the finger grip and bendable tube. Investigation of the lot history record for the reported lot number, did not note any issues during the manufacturing of this lot of plasmablade tna devices. Failure investigation confirmed the event reported and the root cause was attributed to the bond joint between the tubing and finger grip. Corrective action report (B)(4) has been opened to further investigate this type of failure mode. Medtronic advanced energy will continue to monitor for this type of occurrences.